Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: cx01b-c, serial/lot #: (B)(6), ubd: 31-aug-2027, UDI#: (B)(4). G2: country of origin is germany. G4 510k (#): this product ID cx01b-c is not marketed in united states, however a similar product with product ID: cx01b, UDI: (B)(4), 510k (#): k102397 is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty spinal therapy for osteoporotic vertebral fracture. It was reported that during an intra-operative spinal procedure, there was a delay in overall procedure time due to issues with the bone cement. The cement was too firm to transfer between the mixer and bone filler, too viscous, and not doughy and homogenous prior to delivery. The cement was not used in the patient, and the procedure was completed successfully with a new product. There was no in-patient hospitalization or prolongation of existing hospitalization necessary, and no patient symptoms or complications were reported as a result of this event. The cement was stored at the proper temperature before and during the procedure.